Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: sc-8216-50, model: sc-8216-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient underwent an ipg and lead adjustment procedure due to inadequate pain relief and poor placement. The patient was doing well postoperatively. All devices remain implanted in the patient.